Manufacturer narrative:
The customer performed their own troubleshooting and found fluid on the sample cap. The customer replaced the blade wick assembly to resolve the issue. Analyzer resumed normal operation. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of low patient results for sodium (na) and chloride (cl) on their dxc 800 pro clinical chemistry analyzer. The customer repeated the patient sample on another analyzer and results were normal. The initial low results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer verbally provided the results for one (1) patient.